Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref.: (B)(4).

Manufacturer narrative:
It was reported that the compressor generated alarms for low pressure. The drain valve was normally open. Our field service engineer replaced the drainage valve and returned it for investigation. A visual inspection of the returned drainage valve showed no anomalies. The drainage valve was returned without air connectors. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator. Simulated use test ventilation with compressor supplied air ran for almost 4 days without deficiencies. No alarm was raised. After 90 hours of simulated use test ventilation the water was collected in the drainage bottle. No leakage or any other malfunction was found. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. The conclusion in this matter is that the reported low pressure issue could not be confirmed during laboratory tests. No leakage or any other malfunction was found. During simulated use test ventilation the returned drainage valve worked without remarks.